Event description:
The pt reportedly experienced intermittencies and loss of lock with his device. External equipment was exchanged and programing adjustments made but the problem was not resolved. A company rep met with the pt to perform device evaluation. Testing performed show that the device was not functioning. Surgery to explant the pt's device will be scheduled.